Event description:
On may 26, 2007 the lay user/patient contacted lifescan alleging that a "black bar" started to appear on the bottom of her two one touch ultra meters' display around 2007. The customer care advocate (cca) informed her that the meter was displaying the battery indicator. The patient was unaware that she needed to replace the battery and did not try to replace the battery. The patient claimed that she did not test her blood glucose levels for approximately 2 weeks due to the "black bar." Normally she would test once in the morning before breakfast. While unable to test her blood glucose, she continued taking her metformin and amaryl medications as prescribed. In 2007, she developed symptoms of dizziness and light-headedness. She denied taking any actions to relieve her symptoms. When her daughter got home from work around 10pm, her daughter tested the patient on her meter and the meter read in the 400's mg/dl. Her daughter did not administer any treatment at home and decided to take her to the emergency room, which was about 15 minutes away from home. When the patient arrived at the hospital, her blood glucose was "479 mg/dl" on the ER meter. She was treated with two bags of IV fluids with insulin and released about 5 hours later. Although the product was functioning as intended, this complaint is being reported because the patient was not testing on her meter for approximately 2 weeks due to the battery indicator symbol. The patient then developed symptoms and was treated for hyperglycemia at the emergency room. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.